Manufacturer narrative:
As reported, a 4f c2 65cm tempo diagnostic catheter was severed by the puncture. There was no reported patient injury. This occurred during a lumbar embolization. Additional information was requested but is not available. The device will not be returned for evaluation as the device was discarded. A product history record (phr) review of lot 18449578 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) ¿ puncture/cut¿ could not be substantiated because the device was not returned for evaluation, no images were provided, and limited event details were available, preventing confirmation of the reported damage or determination of the failure mechanism. As a result, the investigation was limited to a review of available documentation and manufacturing history. Although the cause of the reported event remains undetermined, the investigation did not identify evidence of a new or increased residual risk beyond those already addressed by existing risk controls. Based on the available information, there is no evidence to suggest the event is related to the device design or manufacturing process; therefore, no further action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 4f c2 65cm tempo diagnostic catheter was severed by the puncture. There was no reported patient injury. This occurred during a lumbar embolization. Additional information was requested but is not available. The device will not be returned for evaluation as the device was destroyed.